Event description:
During a housecall interrogation, the high voltage lead integrity was reported as "n/a." After bringing the pt into the clinic for further investigation, the device presented with more stored episodes of output circuit damage. The lead was capped.